Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the lcck articular surface screw loosened and migrated into the knee joint resulting in a revision.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Visual inspection of the returned articular surface identified heavy pitting and gouges on the component backside, which appear to be due to the component disassociating. Wear was also noticed on the condylar surfaces. Measured dimensions of the articular surface and locking screw identified they were conforming to print specifications where measured. Review of the device history records for the articular surface and locking screw subcomponent identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A returned x-ray confirms that the locking screw had backed out and was floating in the joint. Per the nexgen complete knee solution, loosening and dislocation are known risks of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.